Manufacturer narrative:
The system's display has been returned to the company's repair center for further eval.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.